Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The customer returned the 915-2201 lot 893700 screws for evaluation due to lack of retention complaint. A visual inspection of the screws showed signs of attempted use. The reported testing results show that the returned screws were damaged as there were imprints of the driver tip in the head of most the screws. Dimensional testing could not be completed due to the damage to the screw heads. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted to update additional information in section d4, d9, h2, h3, h6 and h10.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. The user facility is foreign; therefore, a facility medwatch report will not be available. Report source: (B)(6).

Event description:
It was reported the three holes of the screw did not fit tightly and was damaged during an oral surgery. The issue occurred when gripping the screw. No adverse events have been reported as a result of the malfunction.